Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. An x-ray examination revealed an overtorqued inner coil inside the connector region consistent with procedural damage. After cutting and cleaning the distal end, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix length was measured to be within required specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood and tissue and the overtorqued inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination revealed no anomalies except for procedural damage.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead during the implant procedure. The physician attempted to reposition the rv lead, however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.